Event description:
Additional information: it was reported that the patient expired at home on hospice on (B)(6) 2015. No autopsy was performed.

Manufacturer narrative:
Approximate age of device: 1 year.no further information was provided. A supplemental report will be submitted when the manufacturer''s investigation is completed. Placeholder.

Manufacturer narrative:
A full evaluation of the device could not be conducted as the device was not explanted. A correlation between the device and the reported driveline infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient has had frequent hospital admissions due to a chronic driveline infection and recurrent clostridium difficile toxin issues. Specific information regarding the driveline infection was not provided. Based on his quality of life, the patient's family requested the patient be placed in hospice care at home. The patient was discharged home. As of approximately mid-april he was still in hospice care with ongoing lvad support.